Event description:
It was reported that the insulin pump had multiple no delivery alarms during bolus. Customer did a set change and stated that they are now receiving no delivery alarms during the manual prime. Customer's blood glucose reading at the time of the call was 32 mmol/l. No further information reported.

Manufacturer narrative:
Insulin pump passed the displacement, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted. Pump received with cracked reservoir tube lip and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.